Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service evaluation the renasys touch device could not start up correctly and displayed failures 4006 and 4101 due to an empty coin cell. Additionally the device was unable to operate on ac or battery power and could not recharge the battery due to a faulty battery. No patient involved.